Event description:
Consumer states the rear wheel tire came off the wheel. Referred to local dealer for resolution. Consumer did not have a serial number.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.